Event description:
The customer reported the spo2 is not giving a reading, the spo2 remains at 0%. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.